Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A supplemental report will be filed when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) has a blank screen and only the backlight was illuminated on the user control panel. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) with a blank screen was confirmed during functional testing, the root cause was due to a defective lcd board. Upon visual inspection, screw support inside the battery compartment was damaged. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message displayed on the user control panel, this issue is not related to the reported event. Following the error message, the user control panel displayed a blank screen due to a defective lcd board. The load characterization check identified defective load cells. Upon replacement of the pca board, lcd board load cell and screw support inside the battery compartment; the platform was functionally tested and passed all final testing criteria. The autopulse platform is a reusable device and was manufactured on 11 feb 2010. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).